Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was caller stated that patient has noticed for about the last week that stim "speeds up" or "slows down" and they "lock up" meaning patient feels stim intensity increase and decrease and they aren't able to move their muscles. Caller ran impedances which showed that with ref 0, 9 and 11 were over 10k ohms. Tss had caller run impedances at 3v and check various reference electrodes, caller confirmed that all impedances were in range around 343-600 ohms except for contact 11 which was over 40k ohms. Caller indicated that patient does have adaptive stim enabled and that patient notices the change in stim when they are upright and mobile. Caller stated that upright amplitude is around 6v (patient had to increase recently) but mobile amplitude is around 4.5v. Patient mentioned in the background of the call that if they go lower than those amplitudes they are in pain. Caller discussed that it appears patient is likely describing change to increased upright amplitude from when they have been mobile (and using a lower amplitude). Tss worked with caller to adjust upright/mobile transition times, mobility rate and suggested re-orienting ins to ensure all positions are correct. Tss reviewed to have patient try new adaptive stim settings.